Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer(fse) stated this was a phone fix. Called customer, they stated batteries charge and power unit, but transport not powering unit. Fse asked customer to try another power cord, still no power. Asked customer to try transport in different unit, still no power. Transport is bad.transports on back order. Customer stated they will order another transport if they want it. H3 other text : evaluation not requested by complaintant.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) transport not charging. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) transport not charging. State batteries charge and power unit, but transport was not powering the unit. The customer was advised to try another power cord, but still no power. There was no patient involvement.